Manufacturer narrative:
The reported event of lead dislodgement due to twiddler¿s syndrome and failure to sense was not confirmed. As received, a complete lead was returned in one piece with helix found partially extended and clogged with blood/tissue. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2023-10834. Related manufacturer reference number: 2017865-2023-10836. It was reported there was no sensing on the right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead. Chest x-ray revealed all three leads had dislodged due to twiddler¿s syndrome. The leads were explanted. The patient had no adverse outcome, and new leads were placed on the right side.